Event description:
It was reported a patient underwent a mammaplasty on an unknown date in 2022 and topical skin adhesive was used. Patient presented allergy in the post-op. Urticaria in the region of both breasts. Inflammation in the breast region. Removal of the product and prescribed anti-allergic and corticoid treatment. Patient is stable with evolution in allergy treatment. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: component code:(B)(4). Product not returned. Additional information has been requested and the following was received. What is the procedure name? Mammoplasty. What is the procedure date? Information not available. What date did the reaction occur on? Information not available. What does the reaction look like and how large of an area does the reaction cover? Urticaria in the region of both breasts. Do you have any pictures of the reaction? No. Please specify what was the medical intervention performed to treat the patient? Allergy treatment. Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription medication)? If so, please specify. Removal of the product and anti-allergic and corticoid treatment. If medication was required, please clarify if it was prescription strength. Yes, it was prescribed. Can you identify the lot number of the product that was used? No. Is the product involved in the event or a representative sample (product from the same lot number) available for evaluation? No. What is the most current patient status? Patient is stable with evolution in allergy treatment. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? No. Additional information has been requested and the following however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental will be sent. Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi. Patient pre-existing medical conditions (ie. Allergies, history of reactions). Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Name of surgeon? Current patient status. What is the physician¿s opinion as to the etiology of or contributing factors to this event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4) additional information has been requested and the following was received. Was a dressing placed over the incision? If so, what type of cover dressing used?: prineo 60 (clr602) was used over the incision, which resulted in the urticarial reaction. Is the patient hypersensitive to pressure sensitive adhesives?: we don't have the information was patient screening done prior to the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? We don't have the information patient pre-existing medical conditions (ie. Allergies, history of reactions): no has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)?: no. Name of surgeon?: (B)(6). Current patient status.: recovered. What is the physician's opinion as to the etiology of or contributing factors to this event?: patient allergic to the composition of the product. Additional information has been requested and the following however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Patient demographics: initials / ID, gender, age or date of birth; bmi this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.